Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure; the surgical technologist stated to the surgeon that she was hearing a loud screeching noise. She asked them to examine the instrument and discovered it was missing the tissue pad. The surgeon stated that the instrument was okay to use and they continued on with the procedure. The surgical technologist was uncomfortable with this determination and filled out an iris event report. Risk management was notified and the device has been secured. There were no adverse patient consequences reported.